Event description:
It was reported that the customer dropped the insulin pump, and the buttons stopped working. It was also stated that the end cap broke off when it was dropped, possibly damaging the drive support cap. It was stated that the customer had to put tape on the end of the cap in order to keep it in place as it the entire circuitry is exposed. Advised to discontinue use of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Broken off end cap and scratched display window noted during visual inspection. Unable to determine drive support disk damage due to broken off end cap. No button response due to open connector on lcd board.